Manufacturer narrative:
(B)(4). Medical device problem code 3191 patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was a forced log out. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.